Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The customer has been informed that the pneumatic module needs to be replaced. No repairs are planned at this time. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a preoperative checkout, unit was not able to ventilate. There was no reported patient involvement.